Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.62 on (B)(6) 16 09:57:44; recommended replacement time (rrt) has not triggered. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at recommended replacement time (rrt) and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.